Manufacturer narrative:
A new meter and 2 different lots of test strips were sent for meter comparison. No product is expected to be returned related to this case. If a product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek inrange meter with serial number (B)(4) compared to a stago neoptimal laboratory method. The meter result at an unknown time was 4.7 inr. The laboratory result at an unknown time was 3.1 inr. The time interval between the two measurements was less than 3 hours. The meter result at 2:00 pm: 4.3 inr. The therapeutic range is 2.0 to 3.0 inr.